Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; no requests were made due to the lack of any patient identifier. As such, off-label conditions, related patient harms, and patient disposition could not be independently assessed. This complaint is most likely device-related due to the use of strata material. Lot information was not received and a manufacturing review was unable to be performed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent in (B)(6) 2013. At 13-month follow-up CT scan and angiogram, a type iiib endoleak was detected. The physician elected to treat the patient by implanting palmaz (non-endologix) stent and afx vela extension on an unknown date. Approximately two (2) years after the secondary procedure, the type iiib endoleak re-developed. The physician elected to reline with an ovation stent graft on an unknown date; the post tertiary procedure CT scans showed no endoleak and aneurysm diameter shrinkage. There have been no additional patient sequelae reported. This reported event was discovered during a publication review where the patient information is anonymous and specific device information for this patient is not provided.